Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. During investigation, the battery compartment was cracked from the thread area to the case seal, and below the grip pad. The battery cap was not returned.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery¿cap was damaged. It was reported that the battery compartment was cracked/damaged. There was no indication that the products caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit.